Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of a jetstream xc 2.4. No guidewire was in the device or retuned. The device and the catheter shaft were analyzed for damage. The catheter shaft showed 2 kinks located 92cm and 96cm from the tip. The kink at the 92cm location was severe. A.014 thruway test guidewire was inserted into the catheter shaft. The guidewire transcended through the lumen until it reached the kinked area of the shaft where it stopped and would not continue any further. The device was set up per the instruction for use. The device primed; however, the blades would not rotate due to the damaged shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the jetstream device became stuck on a thruway wire. A jetstream xc catheter, 2.4mm, was selected for use in a procedure. The jetstream was advanced over a thruway guidewire and the procedure began with the device in blades down mode up to 1cm from the end of the occluded segment. The device was pulled back using rex and when attempted to move forward in blades up mode, the jetstream was reported to have become stuck on the thruway wire. The entire system was removed together from the patient. No patient complications were reported.

Event description:
It was reported that the jetstream device became stuck on a thruway wire. A jetstream xc catheter, 2.4mm, was selected for use in a procedure. The jetstream was advanced over a thruway guidewire and the procedure began with the device in blades down mode up to 1cm from the end of the occluded segment. The device was pulled back using rex and when attempted to move forward in blades up mode, the jetstream was reported to have become stuck on the thruway wire. The entire system was removed together from the patient. No patient complications were reported.